Manufacturer narrative:
Zoll has not yet received the autopulse li-ion battery in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The customer reported three fully charged autopulse li-ion batteries (sn (B)(4), sn (B)(4), sn (B)(4) failed to power on the autopulse platform. The status leds of the batteries showed 4 green lights. Two of the batteries were used during a patient event. However, it is unknown which two of the three batteries were used. It took approximately 10 seconds to revert to manual CPR after the second battery failed. The patient was pronounced on the scene. No further information about the patient is available. The third battery was left in the charger at the station. That battery was tested and failed to power on the platform. The customer noticed the batteries failed when kept in the cab, which was over 90 degrees. When the batteries were brought into a cool environment such as a room with ac, the batteries perform as intended. Customer did not provide information regarding the relationship between the death and the alleged malfunction. However, the msa evaluated the incident and it was determined that the death was not related to the autopulse device. Please see the following related MFR report: MFR # (B)(4) for the autopulse li-ion battery (sn (B)(4). MFR # (B)(4) for the autopulse li-ion battery (sn (B)(4).

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.